Event description:
It was reported that during a hepatectomy procedure, the surgeon completed firing sequence of the device and it continued to bleed from the hepatic vein. It did not seem to staple the vein. Patient had a major bleed. Procedure was prolonged by 30 minutes. Patient status was critical. Patient monitored closely as lost a lot of blood during procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B(4). The analysis found that the device was received in good visual condition and with an reload loaded in the device. The reload was received fully fired; considerable amount of dried body fluids, b-formed staples and a clip were noted on cartridge deck. However, no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended; the staple line and cut line were noted to be complete. Furthermore, the knife was noted to have damage on the upper part of the edge. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.